Event description:
Upon examination of the cannula it was found that the nasal prongs had been trimmed off completely. The body of the facepiece was also cut, leaving an opening of approx 1/8" wide by 3/4" long. The tubing on one side was completely severed approx 1" from the facepiece. It is possible that when the facepiece was trimmed that the tubing was inadvertently cut. We have not had any other reports of incidents of this nature. Co feels that this is an isolated incident but will continue to monitor reports to determine if a trend develops.